Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. On the day of the onset of peritonitis, the patient was hospitalized for the event. Treatment information was not reported. On a later date, the patient recovered from the peritonitis and was discharged from the hospital after being there for three days. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon analysis of the available information it was determined that the cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.